Event description:
During an in clinic follow-up, post-paced t-wave oversensing, inappropriate mode switching, loss of capture and fusion or psuedofusion pacing was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.